Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after lead revision and generator change on (B)(6) 2018 patient's wound was not healing. The patient had picked off the surgical glue and picked wound open. It was noted that the patient was observed several times during the office visit putting their finger in the open wound. No signs of pocket infection were present. However, the patient's device system was explanted since the patient had several mechanical valves the risk of infection could not be taken. The patient was stable.